Event description:
New information received notes that the infection was identified via bacteria culture from the device pocket.

Event description:
It was reported that the patient was admitted to the hospital for infection resulting in septic shock. The physician explanted the pacemaker system. The patient is recovering after the procedure.

Manufacturer narrative:
Further information was requested but not received.